Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The other two proglide devices referenced in b5 are filed under separate medwatch MFR numbers. Evaluation summary: the device was returned for analysis. The reported difficult to position the knot was unable to be confirmed as all the device components were not returned. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a demonstration with a proglide device using the demonstration acrylic block, the knot of the suture locked prior to advancing the knot. The same results occurred using two additional proglide devices. There was no patient involvement with the three proglide devices. The physician is reported to be trained in the use of the proglide device. No additional information was provided.